Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) a consumer, and a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient was feeling around the spinal cord stimulation (scs) pocket yesterday and they felt fluid leaking out. The patient put a bandage on it and came in for their previously scheduled post op appointment today to let the hcp know. The hcp removed the bandage and noted the incision to be open with fluid leaking out. The patient reported no documented fevers. The bandage was replaced, and the hcp stated that the device would most likely need to be explanted. It was noted that the patient had an infection at their pocket site. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported that the patient was explanted on 2018-jan-29, there was no other information known other than a course of antibiotics. Lastly, it was noted that the patient would most likely be re-implanted in the future. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator was not conducted as the event is a k=non-analyzable medical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator has not yet begun. A follow up report will be submitted once analysis is complete. If information is provided in the future, a supplemental report will be issued.